Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0189422. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200900996, 200899920] noted that did not pertain to the complaint.

Event description:
It was reported that when removing cap with bd insulin syringes with bd ultra-fine¿ needle the needle hub separated from device. The following information was provided by the initial reporter: it was reported that the consumer had to use pliers to remove the orange cap from about 20 syringes and some of the needles had the whole needle component come off with the cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing cap with bd insulin syringes with bd ultra-fine¿ needle the needle hub separated from device. The following information was provided by the initial reporter: it was reported that the consumer had to use pliers to remove the orange cap from about 20 syringes and some of the needles had the whole needle component come off with the cap.